Event description:
Customer reported the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the singleboard computer. System operates as intended.